Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for scale misaligned due to unknown lot number. Unable to perform complaint lot history check for scale misaligned due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, scale misaligned) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale unit lines on the syringe 0.5ml 6mm 90 bx 450 mo were slanted. This was noticed during use. The following information was provided by the initial reporter: "consumer reported finding 6 bd veo insulin syringes with the scale unit lines slanted on the insulin syringe barrels. Stated the lines on the barrel are not straight."